Manufacturer narrative:
Concomitant medical products: 4965-25, lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician completed a transtelephonic check and got a magnet rate of sixty five beats per minute (bpm) which indicates early replacement indicator (eri). It was noted that the patient has epicardial leads. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.